Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic cramping / excruciating and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product odour abnormal "other injury(ies) or complication (s) please describe: could smell iron." In (B)(6) 2013. The patient's past medical history included uterine dilation and curettage in 2006. Concurrent conditions included pelvic discomfort and backache. Concomitant products included azelastine, fluticasone, lorazepam (wypax yamanouchi), omeprazole, valaciclovir (zelitrex) and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("chronic utis (interpreted as urinary tract infections)"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia,abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), libido decreased ("libido decreased") and depression ("depression"). In (B)(6) 2014, the patient experienced pain in extremity ("legs pain"), abdominal pain lower ("lower stomach pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("severe bloating"), arthralgia ("joint pain"), device expulsion ("one of the micro-inserts had migrated to uterusmigration of essure device location of device: uterus,"), female sexual dysfunction ("apareunia") and cystitis ("bladder infections"). The patient was treated with antibiotics, surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, migraine, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, pain in extremity, abdominal pain lower and vulvovaginal pain was resolving and the genital haemorrhage, urinary tract infection, abdominal distension, arthralgia, device expulsion, cystitis, libido decreased and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: placement of coils: 4 trailing coils on left & 5 trailing coils on right. The patient claimed that essure was the cause of her pain. An essure device protruding from the fallopian tube consistent with device migration out of the tube . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded) (B)(6) 2016, surgical pathology report-there are two metallic devices in the left and right fallopian tube to the cornu of the uterus grossly consistent with an essure procedure. (B)(6) 2013, hysterosalpingogram, impression: tubal patency beyond the micro insert on the left. Bilateral satisfactory location of the micro inserts. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received , lab data event libido decreased , depression , other injury(ies) or complication (s) please describe: could smell iron were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 29-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2013 for permanent birth control. Subsequent to the procedure, consumer began to experience pelvic cramping, excruciating and persistent pelvic pain, abnormal bleeding, chronic utis (interpreted as urinary tract infections), migraines, severe bloating, joint pain and other symptoms. Her symptoms continued progressively worsened and due to excruciating and persistent pelvic pain, her quality of life was impacted. In fact, her symptoms became so severe that her health care provider recommended hysterectomy. On (B)(6)-2016, hysterectomy was done and both coils were removed. After hysterectomy, it was determined that one of the micro-inserts had migrated to her uterus. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic cramping / excruciating and persistent pelvic pain and abnormal bleeding (seen as genital bleeding). A hysterectomy was performed and both coils were removed. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. Genital bleeding and pelvic/abdominal pain may occur with essure therapy. In this case, it was reported that subsequent to the essure procedure, she began to experience these events, which continued progressively worsened. Based on their nature and considering a compatible temporal relationship between the suspect insert and the occurrence of the events, causality cannot be excluded. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 27-may-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic cramping / excruciating and persistent pelvic pain and abnormal bleeding (seen as genital bleeding). A hysterectomy was performed and both coils were removed. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. Genital bleeding and pelvic/abdominal pain may occur with essure therapy. In this case, it was reported that subsequent to the essure procedure, she began to experience these events, which continued progressively worsened. Based on their nature and considering a compatible temporal relationship between the suspect insert and the occurrence of the events, causality cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic cramping / excruciating and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage in 2006. Concurrent conditions included pelvic discomfort and backache. Concomitant products included azelastine, fluticasone, hydrocodone, lorazepam (wypax yamanouchi), omeprazole and valaciclovir (zelitrex). On (B)(6)2013, the patient had essure inserted. In february 2013, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia,abnormal bleeding (menorrhagia)"). In april 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), pain in extremity ("legs pain"), abdominal pain lower ("lower stomach pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("chronic utis (interpreted as urinary tract infections)"), abdominal distension ("severe bloating"), arthralgia ("joint pain"), device expulsion ("one of the micro-inserts had migrated to uterus"), female sexual dysfunction ("apareunia"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia") and cystitis ("bladder infections"). The patient was treated with antibiotics, surgery (on (B)(6)2016 , hysterectomy with bilateral salpingectomy) . Essure was removed on(B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, migraine, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, pain in extremity, abdominal pain lower and vulvovaginal pain was resolving and the genital haemorrhage, urinary tract infection, abdominal distension, arthralgia, device expulsion and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: placement of coils: 4 trailing coils on left & 5 trailing coils on right. The patient claimed that essure was the cause of her pain. An essure device protruding from the fallopian tube consistent with device migration out of the tube . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion (B)(6)2016 , surgical pathology report-there are two metallic devices in the left and right fallopian tube to the cornu of the uterus grossly consistent with an essure procedure. (B)(6)2013, hysterosalpingogram, impression: tubal patency beyond the micro insert on the left. Bilateral satisfactory location of the micro inserts. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Events added per pfs: migration of essure device, hormonal changes, vaginal bleeding, menorrhagia, bladder infection, apareunia, headaches, nausea, dysmenorrhea, dyspareunia, legs pain, lower stomach pain, vaginal pain. Event outcome was added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.